Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
Correction: a4: should be 88 kilograms.

Event description:
Related manufacturer reference number: 2017865-2021-25292. It was reported that the patient had an unspecified infection. The implantable cardioverter defibrillator system was removed. The patient had no adverse consequences.